Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown amount of time following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), right ventricular (rv) hypertrophy with dysfunction was noted. The patient subsequently expired. Multiple echocardiograms prior to the death showed that the valve was found to be in a good position. Autopsy revealed thickened leaflets and an obstruction. The rv was not able to eject, causing a low output state.

Manufacturer narrative:
Corrected data: upon recent review of the initial medwatch report submitted july 12, 2017, it was noted that the implanted date and explanted date were listed incorrectly and the date of death had not been provided. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.